Event description:
Related manufacturer reference number: 2017865-2023-23900 related manufacturer reference number: 2017865-2023-23901 it was reported that the patient's right ventricular lead exhibited over-sensing resulting in inappropriate shocks. Upon further analysis, it was found that the patient's right ventricular lead, atrial lead, and left ventricular lead were all dislodged and out of position. The leads were repositioned in a procedure performed on (B)(6) 2023. The patient was stable.